Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed residual fluid that remained in the balloon. Functional or dimensional testing was not performed due the nature of the complaint. During manufacturing, all inspections are conducted on 100% of the units. Per procedure, the balloons are inspected for mechanical damage and scratches. During the balloon pleat, fold and forming process, the balloons are visually inspected for defects per procedure. During final inspection, the entire device is inspected distal to proximal for defect. In addition, during functional product verification (pv) testing per procedure, the unit is inspected for physical damage. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the reported event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this event. A lot history review was performed and revealed no other complaints related to this event. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for all the trend categories. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides instructions delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. Caution: patient injury could occur of the delivery system is not completely unflexed prior to removal. Based on the review of the IFU/training manuals, no deficiencies were identified. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The complaint was unable to be confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies per report, after successfully deploying the thv, the balloon caught on the thv during retrieval. As no procedural imagery was provided a definite root cause is unable to be determined at this time, however it is possible that during the retrieval of the delivery system from the valve, the balloon was not fully deflated, as supported by the return condition of the device. Further deflation of the balloon during troubleshooting attempts indicates that there has been more fluid in the balloon than observed during evaluation of the device. In this case, available information suggests that procedural factors (residual fluid) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. In addition, patient factors (severely calcified annulus and root) may have contributed to the aortic rupture. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits for (B)(6) 2019; therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
Correction to b1 (product problem) additional information was provided regarding the ¿friction¿ during withdrawal. A commander delivery system was inserted, and the valve was normally inflated without issues. The balloon was deflated again (without any notable problem) but the balloon seemed to be caught by the valve somehow and it was not possible to pull the delivery system back. The balloon was again fully deflated (pulled negative again on the atrion) and afterwards the delivery system was able to be withdrawn.  The valve was well implanted and did not move despite the withdrawal issue; however, the patient suddenly lost pressure and a pericardial effusion and aortic rupture were detected. Per report, the balloon valvuloplasty dissected the artery but it is unclear. However, the valve implantation likely caused type a dissection.

Manufacturer narrative:
This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03995.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of an aortic rupture during a transfemoral deployment of a 26mm sapien 3 valve.  During withdrawal ¿friction¿ with the delivery system was noted. The patient became hemodynamically unstable.  A pericardial effusion and aortic rupture were detected. The patient was placed on ECMO and resuscitation was performed.  Per report, valve implantation caused a type a dissection and retrieval of the fixed balloon caused rupture of the aorta. The patient¿s annulus measured an area of 528cm2, and the annulus and aortic rood was severely calcified.